Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient observed a red call doctor indicator on the communicator following replacement of the implanted device. Technical services (ts) performed troubleshooting, including verifying patient information and forcing a communicator transmission, which cleared the indicator. The patient was instructed to contact the follow-up clinic regarding the alert and for further device evaluation. No adverse patient effects were reported. This device remains in service.